Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the marksman broke. The patient did not experience any injury. The devices were prepared and hydrated according to the instructions for use (IFU). The patient was undergoing treatment for thrombus recovery located in the ica. The patient's vessel tortuosity was moderate. Ancillary devices include a chikai 14 guidewire and react 71 catheter.